Manufacturer narrative:
H6. Evaluation conclusion code: updated to quality control deficiency. Device evaluated by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink/buckle located 1cm and 93.5cm from the tip. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for treating peripheral artery disease in the proximal superficial femoral artery. During the procedure, a slight sound difference was noted with the device. The procedure was continued and two passes were made in the blades down mode. During the third pass in the blades up mode, the motor stopped working and there was a loss of rotation. The physician attempted to restart rotation but was unable to. The procedure was completed with another jetstream catheter. There were no patient complications reported.

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for treating peripheral artery disease in the proximal superficial femoral artery. During the procedure, a slight sound difference was noted with the device. The procedure was continued and two passes were made in the blades down mode. During the third pass in the blades up mode, the motor stopped working and there was a loss of rotation. The physician attempted to restart rotation but was unable to. The procedure was completed with another jetstream catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed a kink/buckle located 1cm and 93.5cm from the tip. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning.